Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the issue occurred to due insufficient reprocessing. However, a definitive root cause cannot be established. The event can be prevented by following the instructions for use: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the spray button. (A) inspection of water supply. 1. Cover the spray button hole with your finger. 2. With the hole covered, push the button all the way in (two-step push). Ensure that water flows across the endoscopic image. (B) spray inspection. 1. Cover the spray button hole with your finger. 2. With the hole blocked, push the button all the way to the end (single push). Confirm that a mist of water is sprayed across the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope bending section and insertion tube were deformed. Inspection and testing of the returned device found foreign materials within the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found the connecting tube had a dent, the angulation wires were worn, the light guide lens was cracked, the adhesive on the light guide lens was cloudy, the adhesive on the objective lens was cloudy, the universal cord had a wrinkle, the camera cover had a dent, switch 4 showed signs of wear, the paint on the suction cylinder was peeling, the adhesive on the protective coating of the bending portion of the device was cloudy, had a crack, and had a chip, and there were scratches on the objective lens, image guide protector, switch 3, switch 1, switch 4, and connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.